Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode for this serialized device. A review of the device history record showed the device had a manufacture date of 13jul2015. The review was performed from the date of manufacture to the present date 11may2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the infusion pump shows channel error 240.4150 which was replaced the top pressure sensor and tested the pump which no longer showed any errors. There was no patient involvement.